Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure: in case of light source failure or malfunction, always keep another light source in the room ready for use. The light source does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury, equipment damage, and/or the impossibility to obtain the expected functionality can result.

Event description:
It was reported that during preparation for use, the device clv-190 exhibited b30 error message. According to the reporter, the device showed errors on two of the 190 scopes which operated and worked properly on the second good known cart (set of other similar device). Technical assistance support engineer provided assistance to the user by providing troubleshooting steps. According to the report, the user as instructed performed the troubleshooting however, the error was still present and issue was not resolved. The device will be sent for repair and evaluation. There was no patient involvement on this report. No user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed that the event occurred due to the scope connector was not sufficiently dry or due to a foreign matter such as dust and chemical residue adhered to the electrical contacts of the scope connector. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely. Olympus will continue to monitor complaints for this device.